Event description:
06/28/2023 at the scientific and practical center for medical assistance to children named after v.f. A celsite babyport s 6f port system was installed for a voino-yasenetsky child aged 2 years and 9 months. In the period from june 28 to september 28, three chemotherapy treatments were performed without complications. On october 6, 2023, before the child was discharged from the hospital, when flushing the system port, it was discovered that it was obstructed. Control x-ray examination revealed rupture of the catheter of the implanted venous port and its migration to the right side of the heart. The child was transferred to the cardiac surgery department of the morozov children's city clinical hospital and the catheter was removed using the endovascular method. The child's condition is satisfactory. Removal of the camera port system is planned from (B)(6)-(B)(6) 2023.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record the batch history record was reviewed: the batch was manufactured within the specifications and no discrepancy was observed. No other similar complaint was reported on the batch released in july 2022. Summary of investigation no sample was returned for investigation, however, three pictures and one x-ray picture were sent. Also, the form "request for information " was completed. Visual inspection of pictures: #1: two pictures represent a box of a celsite kit. We can observe that reference and batch mentioned on those correspond to the impacted device kit. However, regarding those pictures, we cannot conclude about the origin of the catheter migration. #2: the picture represent a catheter segment with some marks of blood. No kink is observed on it. The aspect of its tips is not visible. It seems to be the catheter segment that migrated into the patient's heart. However, regarding this picture, we cannot conclude about the origin of catheter migration. X-ray picture: we can observe the access port housing with its connection ring still connected to the exit cannula. No catheter segment is visible at the exit of the access port. We can observe one catheter segment that has migrated into the heart. It seems that the catheter migration into the heart is due to: either a rupture occurred under the connection ring or to a disconnection of the catheter from the access port housing. Regarding this x-ray picture, we cannot conclude about the origin of this catheter migration. Raw material historical review: the batch records of catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy was observed. Raw material used for the manufacturing of catheters was compliant at receipt too. As a disconnection of the catheter could be the origin of this complaint, the batch records of connection ring and access port included into the impacted device kit were checked too: batches are compliant with the defined specifications and no discrepancy was observed. Raw material used for the manufacturing of those elements were compliant at receipt. Root cause without the complaint sample for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. IFU recommendations IFU gives several recommendations concerning the risk of catheter rupture and specifies to avoid catheter disconnection that: "the catheter should be mounted on the exit cannula along its axis (see fig. 11 a-b-c, page 115) and not across the axis and should be completely mounted on the exit cannula before the connection ring is slid over the catheter. " conclusion without the sample for evaluation, it is not possible to determine the root cause of the catheter migration. However, it is worth noting that the batch history record has not actually revealed failure during manufacturing process and that no other similar complaint was reported on this access port batch. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. If a sample does become available, the complaint will be reopened for further evaluation. This type of incident is a known complication of the access port implantation. The complaint rate remains low; no corrective action is currently envisaged.